Manufacturer narrative:
(B)(4). It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction- relevant test date was changed to (B)(6) 2014. Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 6f. Reportedly, after achieving pulsatile flow and positioning the device and deploying the needles, the physician retracted the plunger but a cuff miss occurred, no suture was at the anterior needle. The device was removed and two additional proglide sutures were successfully placed using the preclose technique. No femoral angiogram was reportedly taken prior to the attempted pre-placement of the sutures; however, a computerized tomography (CT) scan the day prior to the tavi procedure. The sheath was upsized to a 18f sheath and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. A venous sheath was next to the arterial sheath during the closing procedure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.